Event description:
Patient reported left side rupture and exchange. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, crease fold, wear abrasion, and deformation. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: - no openings were observed on the device.

Event description:
Patient reported left side rupture and exchange. Device has been explanted.

Event description:
Patient reported, left side rupture and exchange. Device has been explanted.